Event description:
It was reported that the tandem mobi pump battery would not charge. There was no adverse impact to the customer¿s blood glucose level. The customer repositioned the pump on the charging pad as instructed by technical support, resolving the issue with the pump beginning to charge. Additionally, technical support arranged to send a charging pad cover to the customer as a goodwill gesture.